Event description:
A patient reported experiencing inaccurate low results with a one touch ii meter. The patient's blood glucose results was 2.7 compared to the labs 6.68 mmol/l. Tests were done within 10 minutes with a difference of 55%. Patient did not experience any adverse events. No further information has been reported.